Event description:
Discordant, falsely elevated calcium results were obtained on patient samples on an advia 1800 instrument. The discordant calcium results were not reported to the physician(s). The samples were repeated on the same instrument and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After instrument data evaluation, the cse determined that the customer obtained leak sensor errors during the time of the event and no indication of an instrument malfunction. The cse also determined that the customer was having dionized water issues. The cause of the discordant, falsely elevated calcium results was due to the laboratory dionized water source. The laboratory contacted the water company to resolve the dionized water source issue. The instrument is performing within specifications. No further evaluation of the device is required.